Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Patient reporting a "rupture" diagnosed by MRI and ultrasound. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later confirmed rupture of the right side device. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: ¿ black particles were observed on the shell. ¿ creases are observed. ¿ wear abrasion observed on the device.

Event description:
Patient reporting a ruptured implant . The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device remains implanted.